Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air sensor and downstream occlusion (dso) seal were unattached and falling off. The interior battery door latch compartment was cracked, and the interior battery door latch compartment was slightly damaged. Also, there was a slightly damaged upstream occlusion (uso) sensor seal. Debris also fell out of the hole on the bottom of the device where the cassette attaches/locks into the device. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a damaged air detector, and a delaminated downstream occlusion (dso) seal and upstream occlusion (uso) seal. The air detector, dso seal, and uso seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.